Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing merlin.net transmissions, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted. Technical support was contacted and indicated the nsrvo episodes were due to myopotential oversensing. The device will be programmed at the next follow-up appointment to resolve the event. The patient was stable with no consequences.